Event description:
It was reported that a 2.50x8mm trek dilatation catheter (dl) was advanced without resistance to the left anterior descending (lad) coronary artery. A non-abbott guide wire was advanced to the lad and then removed to obtain a longer guide wire. A second longer, non-abbott guide wire was advanced, however, the physician was again unable to advance to the desired location within the lad. The physician decided to remove the non-abbott guide wire and trek dl. During removal, there was no unusual resistance felt, however, the distal portion of the trek dl separated within the guide catheter. The physician unsuccessfully tried to trap the separated portion within the guide catheter with a balloon and the separated portion ended up being pushed into the aorta. The physician wired the patient through a femoral access and unsuccessfully attempted to use a pig tail to remove the separated portion. Snare was then used and the separated portion was successfully removed. There were no adverse patient effects and there was no clinically significant procedural delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.